Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the bricks underwent a thorough analysis. The console was field serviced and the reported event was confirmed as the returned bricks were damaged. The brick channels 1 and 2 were replaced. Optics were aligned, components were calibrated, and the console performed within specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the customer believes the console has power issues. The procedure was completed with this device. The physician has noticed post operation bleeding. Unspecified medical treatment was required. There were no further patient complications.

Manufacturer narrative:
Correction to field h6: impact codes. Upon receipt at our quality assurance laboratory, the bricks underwent a thorough analysis. The console was field serviced and the reported event was confirmed as the returned bricks were damaged. The brick channels 1 and 2 were replaced. Optics were aligned, components were calibrated, and the console performed within specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the customer believes the console has power issues. The procedure was completed with this device. The physician has noticed post operation bleeding. Unspecified medical treatment was required. There were no further patient complications.

Event description:
It was reported that the customer believes the console has power issues. The procedure was completed with this device. The physician has noticed post operation bleeding. There were no further patient complications.